Event description:
It is reported that the pt is presenting with signs of heterotopic ossification.

Manufacturer narrative:
Eval summary: primary surgical notes stated that the tha was found to be stable with no complications noted. F/u visit notes stated that x-rays showed that the pt has some grade 3 ossification present to the anteromedial aspect of the hip, grade 2 to the superolateral aspect. X-rays were not provided. With the available info, exact cause of the observed event cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.